Event description:
Customer reportedly obtained a result of 2.4 inr on the coaguchek s system while a comparison lab returned as 4.2 inr. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.